Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as digging into skin. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. One of the patient¿s physician advised to let heal uncovered and another physician advised to put a bandage over it for the skin irritation. Follow up indicated that the skin irritation improved.